Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient was scheduled for inferior vena cava filter placement secondary to multiple trauma sustained in a motor vehicle accident. Access was gained via the right common femoral vein. A venogram demonstrated the diameter of the inferior vena cava at the upper limit of normal for filter placement. Therefore, a right iliac venogram was performed and a recovery ivc filter was deployed within the right iliac vein. A left iliac venogram was performed and a second recovery ivc filter was deployed in the common iliac vein. Inferior venacavogram demonstrated both common and external iliac veins patent. Approximately nine years five months post ivc filters deployment, a CT demonstrated an ivc filter within the left iliac vein, with its proximal portion seen just caudal to the confluence of the internal and external iliac veins. The ivc filter limbs extend beyond the venous lumen. In addition, an ivc filter in the right external iliac vein identified with legs outside of the venous lumen. Additionally, a linear metallic density was seen adjacent to the iliopsoas muscle on the right measuring approximately 17 mm could represent a fractured stent leg. Approximately nine years six months post ivc filters deployment, patient was scheduled for retrieval of both ivc filters. Access was gained via the right internal jugular vein. After multiple attempts, using a snare method, the ivc filter located in the right external iliac vein was removed in its entirety. A repeat venogram demonstrated no stenosis within the common iliac vein and perforation. Despite multiple retrieval attempts, removal of the ivc filter located in the left common iliac vein proved unsuccessful. The procedure was abandoned and the patient was taken the hospital for further intervention. Same month patient was scheduled for retrieval of left common iliac ivc filter. Patient presented with significant leg swelling believed to be contributed by the ivc filter. Access was gained via the right internal jugular. Using multiple devices i.e. Snares and endo grasper to retrieve the ivc filter proved unsuccessful. During the retrieval process, several primary and secondary ivc filter limbs were bent. A venogram demonstrated an intact filter, extravasation of contrast but no perforation. Due the significant amount of use of fluoroscopy, the procedure was stopped. Approximately nine years seven months post ivc filters deployment, the left iliac ivc filter was retrieved in its entirety using a snare method via the left common femoral vein. A venogram demonstrated a small perforation that was not expanding. Imaging demonstrated external iliac vein and common iliac vein patency. Findings of the ivc filter showed one of the inner legs appeared to be only partially present. The filter was given to the patient. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for perforation, retrieval difficulties, bent limbs, and limb detachment. However, the investigation is inconclusive for a clogged filter as there were no provided details regarding any contribution of the ivc filter to the leg swelling. Per the provided medical records, the filter was deployed in a patient with an ivc diameter at the upper limit of normal for filter placement, and the filter was placed in the left iliac vein. Per the current IFU (instructions for use), the g2 filter should not be deployed in patients with an ivc diameter larger than 28 mm. Therefore, deployment in the left iliac vein could have contributed to the alleged deficiencies. Additionally, multiple devices (i.e. Snares and endo grasper) were used to retrieve the filter. During attempted retrieval, several filter limbs bent. Per the current IFU (instructions for use), "only use the recovery cone removal system to remove the g2 filter." Therefore, retrieval using snares and endo grasper likely contributed to the bent limbs, and additionally could have contributed to the other alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: contraindications for use: the g2 filter should not be implanted in patients with an ivc diameter larger than 28 mm. Precautions: position the filter tip 1 cm below the lowest renal vein. Use only the bard recovery cone removal system to retrieve the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2010), (manufacturing date: 11/2007). (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device detached, perforated, and embedded. The patient experienced dvt and bleeding. It was alleged that the patient experienced excessive lower leg vein issues caused by the filter being clogged. Furthermore, the patient allegedly experienced injuries in the front and the rear veins from the filter collapsing which caused swelling and pain in both lower legs. The device was removed after an attempted but unsuccessful removal procedure. The detached filter strut has not been removed. The current status of the patient is unknown.